Event description:
It was reported that the customer experienced an issue with the touchscreen of their insulin pump, which was frozen and unresponsive, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset with guidance from technical support, but the issue persisted. Technical support arranged for a replacement pump to be sent and instructed the customer on procedures to follow with the replacement and the return of the problematic pump.